Event description:
Symptoms/ae: retroperitoneal bleed and arterial laceration. Time of symptoms/ae: after vessel closure. Device malfunction: none. It was reported that a physician achieved arteriotomy closure of the common femoral artery after an interventional abdominal aortic aneurysm repair procedure using the perclose a-t device. Reportedly, "a couple hours" later the pt developed "hypertension." A computed tomography (CT) scan revealed a large retroperitoneal bleed and an arterial laceration. The artery was surgically repaired and the pt was reported to be doing fine. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.